Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. A conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined; however, the subsequent treatment appears to be related to the operational context of the procedure. The reported patient effect of thrombosis is listed in the graftmaster rx coronary stent graft systems instructions for use as a known patient effect of coronary stenting procedures. There is no indication of a product quality issue with respect to manufacture, design or labeling; therefore, no product-related corrective action will be implemented in this case.

Event description:
It was reported that the procedure was to treat a perforation in the distal right coronary artery (rca). The 3.5x19 mm graftmaster covered stent was implanted at 12 atmospheres and sealed the perforation; however, a clot burden was noted. A manual thrombectomy catheter was used to open the stent from the clot burden. A 4.0x16 mm graftmaster covered stent was implanted at 12 atmospheres and sealed the perforation. The 4.0x16 mm graftmaster covered stent did not cause or contribute to adverse events or complications. There was no reported clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.